Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl; cause was not known. Infusion set was changed multiple times and cartridge was also changed. Customer disconnected from the pump and consumed glucose tables/ food. Customer's bg elevated (589 mg/dl). Manual injections (lantus/ humalog) were administered to address bg. Tandem technical support reviewed pump data and found pump was functioning properly.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 35 mg/dl was entered into the pump by the user on (B)(6)2019 at 8:24:13 pm. Blood glucose (bg) of 38 mg/dl was entered into the pump by the user on (B)(6)2019 at 12:13:53 am. On (B)(6)2019, at 2:33:53 pm, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. A tubing fill of size 10.9 units was observed on (B)(6)2019 at 8:02:24 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure